Event description:
We went through an incident of a broken ceramic liner after a total hip surgery that was done with one surgeon in (B)(6) hospital ¿ (B)(6). The surgery went very well and doctor decided to put ceramic on ceramic, patient as well as the doctor was very happy and satisfied with the results of the case. Unfortunately the doctor called us to revise this case and change the construct to ceramic on polyethylene as patient got the ceramic liner broken. After the revision case done on may, patient was satisfied but surprisingly patient decided to discuss again with doctor about the broken ceramic liner and get it to send to a laboratory and then raise a case on the manufacturer. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Ceramic liner broken. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant (B)(6) hospital. Was device explanted? True. Hardware/explant removal due to: ceramic liner broken. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2022. Reason for revision surgery. To remove the broken ceramic liner and change it with polyethylene liner. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? No. (B)(4). Device property of: none. Device in possession of: none. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product code 121881752, lot - number 9333563, and no non-conformances / manufacturing irregularities were identified. Device history review the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect.

Event description:
Additional information received. The affected side of the patient was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.